Manufacturer narrative:
Reporter occupation = non-healthcare professional: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, the inflation valve of a bakri tamponade balloon catheter detached from the device. The device was placed following a natural delivery and subsequent 600ml blood loss. Leakage was noted from the device, and the inflation valve was observed to be detached. The inflation valve was reattached to the device using tape, and the patient was monitored under ultrasound. Hemostasis was achieved using the device. No adverse effects have been reported as a result of this occurrence.

Manufacturer narrative:
Description of event: as reported, during treatment of a post-partum hemorrhage, the inflation valve of a bakri tamponade balloon catheter detached from the device. The device was placed following a natural delivery and subsequent 600ml blood loss. Leakage was noted from the device, and the inflation valve was observed to be detached. The inflation valve was reattached to the device using tape, and the patient was monitored under ultrasound. Hemostasis was achieved using the device. No adverse effects have been reported as a result of this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a definitive cause of the reported incident could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.